Manufacturer narrative:
(B)(4). The anesthesia system was investigated on site by our field service engineer two days after the event. The reported failure was not reproduced. The sco (system checkout) and the simulated use test functioned without deviations. The system was returned to clinical use. Evaluation of the log shows that the sco performed prior to, on and after the event date passed without deviations. The log shows that the case was run in mgc (manual gas control) with o2 concentration set to 45% and fresh gas flow set to 1.0 l/min, a low fresh gas flow. The set lower alarm limit for fio2 (fraction of inspired oxygen) was 25%. Alarms for low fio2 was generated 15 minutes after start. The set o2 concentration and fresh gas flow were increased and after that no more alarms for low fio2 were generated. The log shows that the system was used the day after the reported event without issues. The set o2 concentration is delivered with the fresh gas flow. The gas delivered to the patient comes from two sources, the fresh gas flow and the re-breathed gas. The fio2 to the patient will be depending on the set fresh gas flow and amount of re-breathed gas. The o2 concentration in the fresh gas will be diluted while mixed with the re-breathed gas which is normal for circular breathing systems and in mgc with a low set fresh gas flow there is no relation between set o2 concentration and measured fio2. Our conclusion is that there is no malfunction with the anesthesia system. The lower fio2 than set o2 concentration was due to the user settings.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation measured a lower oxygen concentration than the user set oxygen concentration. It was further stated that the patient's oxygen saturation levels had dropped but information to which saturation level was not provided. Final patient outcome was no injury. (B)(4).